Event description:
Device was reported to have broken in shoulder surgery. Hosp reported that broken piece was retrieved and no pt injury or surgical delay occurred. Surgical procedure was completed with the broken device.